Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 41.3-42.0cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 45.8-47.0cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating of one rv conductors was abraded and conductor was melted. The etfe coating of one sensing conductors was abraded. This is consistent with the reported field events of output anomaly and noise.

Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy due to noise. Review of egms suggested a possible lead fracture. The lead was explanted and replaced.